Manufacturer narrative:
The claimed issue was related to the device, which would not turn on. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on information provided, the transformer needs to be replaced. No part was returned for further analyze. The root cause could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref. #: (B)(4).